Manufacturer narrative:
The reported complaint of the thermogard console sn (B)(4) displayed an air trap alarm message was confirmed based on the event log review and during functional testing. The root cause of the air trap alarm was the defective air trap sensor board due to an overflow of fluid into the air trap chamber, attributed to the damaged start-up-kit (suk) (lot # unknown) in the roller pump. Upon visual inspection, unrelated to the reported complaint, observed a damaged top lid, a missing pan drip, and a worn-out/yellow cold well gasket. The probable cause for the observed damage could be due to normal wear and tear of the ivtm system or could be due to damage sustained by user mishandling, as there are no records of preventive maintenance (pm) to be performed on the console for the last 3years. The damaged or missing parts need to be replaced to address the observed issues. During functional testing, the thermogard console displayed a mid:09 (air trap assembly) error message upon powering up, confirming the reported complaint. Observed saline fluid on the air trap sensor board. The defective air trap sensor board needs to be replaced to address the customer's reported air trap alarm message. During further functional testing, the pump rotor gap was observed too narrow, and out of specification, likely due to wear and tear and the lack of maintenance of this console. This issue likely contributed to the suk damage in the pump rotor housing as noted by the customer. The pump rotor gap needs to be adjusted and re-calibrated to address the issue. An event log data review was performed and revealed multiple mid:09 (air trap assembly) error messages, confirming the reported complaint. In addition, unrelated to the reported complaint, the event log showed the presence of the "coolant low" alert message and the multiple tcmid:06 (ce post failure) error messages, likely caused by the saline fluid leak from the suk tubing. The observed errors were not duplicated during the functional testing. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for the thermogard console with serial number (B)(4). Ccr 44437, reported on march 29, 2019. The air trap sensor board was replaced to address the issue.

Event description:
During ivtm therapy, the customer noticed saline on the floor next to the console. Upon inspection, the customer observed that the tubing of the start-up-kit (suk) (lot # unknown) in the area of the roller pump was deformed/bulging with several small cuts. The patient was at the end of the rewarming phase. The suk was replaced, however, the thermogard console sn (B)(4) displayed an air trap alarm. The alarm could not be cleared despite drying the air trap in the console. The user placed another console to continue the therapy. The suk was disposed of by the customer and will not be returned for evaluation. No consequences or impact to the patient.